Event description:
Device 2 of 4. Reference MFR. Reports: 1627487-2013-11227, 1627487-2013-11229, and 1627487-2013-11230. It was reported the pt's scs sys was explanted and replaced with a pain pump. Prior to explant, the pt experienced ineffective stimulation and an uncomfortable, warming sensation only while charging the ipg. The explanted product will not be returned to sjm. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.